Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean procedure, while doing a cesarean suturing technique, the needle broke. The needle had split. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one hundred and eight representative samples of device. Visual inspection of the sealed product noted no abnormalities, further inspection of the needles noted no abnormalities. Functionally, a bend moment test was performed on the needles and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.